Event description:
Ongoing increase problems from essure coil implants implanted in (B)(6) 2013. Problems begun a bit after the 3rd implant month, and increased. I thought this was normal. But it is not normal! The hospital found a large cyst with fallopian tubes of 12 mm size a new complications discovered in (B)(6) 2015. It needs to come out. I never ever had cysts prior to essure nor any of stated issues listed. Pain, bloating, cramping, severe bleeding, distended abdomen, headache/migraine. Painful sex, mood swings. Each increasing more severe as each year passes. Now in 2017 I have 2 periods a month every month rather than one. Doubled over in fetal position, even miss days of work. I am seeing a specialist now in (B)(6) 2017 who specialize in essure complications. The cyst is much larger now. I'm borderline anemic.